Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; full lead was returned for analysis.

Event description:
It was reported that during the implant procedure impedance was 1295 ohms at the start, and it increased to 2067 ohms while closing. The lead was not implanted. No patient complications have been reported as a result of this event.